Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and the pump had unexpectedly reset. Pump was reset to resolve the cgm issue and the cartridge was reloaded to resolve the reset issue. Customer's blood glucose was 100 mg/dl.